Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on normally with functional display; auditory and vibratory alarms are functioning appropriately. A review of the pump history indicated that power loss had occurred which could not be duplicated during testing. Unrelated to the complaint, evaluation revealed that the audio bolus button cover is missing, and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. A leak test was performed, and leakage from the bolus button was observed. There was evidence of moisture damage observed on multiple internal pump components.

Event description:
The reporter stated that there was no power to the pump after the patient went swimming while wearing the pump. During troubleshooting the reporter said there was no visible corrosion in the battery compartment, there was no structural damage to the battery cap or battery compartment, and the issue was not resolved by inserting a new battery.